Manufacturer narrative:
The device have not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the samples. Based on the problem description and photo provided, a likely cause is a leak at the bubble trap to tubing connection. Possible causes include pulling on tubing, excessive twisting of tubing, excessive force on tubing, or insufficient bond of tubing to bubble trap. Tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
A user facility reported a 3m¿ ranger¿ blood/fluid warming high flow set leaked during priming, prior to patient use. The leak was observed at the connection between the tubing and the bubble trap. No injuries or medical interventions were required due to the alleged malfunction.